Event description:
Reportedly, the subject device was interrogated in the box and low battery voltage was observed with 3.0v - 89bpm on (B)(6) 2016 and with 2.9v - 89bpm on (B)(6) 2016. This device was returned for analysis.

Manufacturer narrative:
(B)(4). Please refer to the attached analysis report.

Event description:
Reportedly, the subject device was interrogated in the box and low magnet rate was observed with 3.0v - 89bpm on (B)(6) 2016 and with 2.9v - 89bpm on (B)(6) 2016. This device was returned for analysis.